Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-(B)(6) h6: investigation summary a device history review was conducted for lot number 9329349. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a representative sample was submitted for evaluation; visual observation of the device determined that it was normal and within product specification. Unfortunately, without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination.the following information was provided by the initial reporter:there was a protruding foreign body in the catheter tube

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination. The following information was provided by the initial reporter: there was a protruding foreign body in the catheter tube.